Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The explanted items were returned for evaluation. The root cause for the fracture of the ringloc-x e1 liner, and ultimately for the patient's source of pain, cannot be determined. It is probable the femoral head has impinged on the liner during bending and the increased stress has contributed to the fracture of the liner. Without further information, no other conclusions could be made.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6), 2010. Patient states that after bending, he heard a funny noise. Revision procedure was performed on (B)(6) 2014 due to fracture of the liner. No further information has been received.